Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: when the blood in dialysate alarm occurs, the dialysate must be tested for the presence of blood, and the system alarm screen prompt must be answered to clear the alarm. Follow the alarm screen instructions to sample the effluent dialysate and test the sample as instructed by your center. The system will prevent treatment continuation in the event of the presence of blood in the dialysate. Outset technical support engineer (tse) reviewed the system log with the procedure date (B)(6) 2025 and confirmed two instances alarm_dialyzer_blood_leak. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing non-conformances that would contribute to this event.

Event description:
It was reported that there was a blood in dialysate alarm during patient treatment. User confirmed presence of blood twice with test strip. Blood discarded, resulting in two full setups of blood loss. No patient adverse event was noted as a result of this incident.